Manufacturer narrative:
Device evaluation: one device was returned for investigation. Flash defect was detected during visual inspection the defect was confirmed. An air leak was not confirmed. Based on the analysis conducted the root cause of the occurrence of this failure condition could be caused by material damaged during process handling. A device history report (DHR) review showed no issues or non-conformances reported at the time of manufacture. No corrective action is required as there is no information if the product leaks during a pre-check. Instruction for use state to check the device for leaks or defects prior to use.

Event description:
It was reported that during pre-use check, the part where the breathing circuit and the elbow connector were connected was found damaged. It has been reported there was no patient involvement and there is no additional information is available for this event.

Manufacturer narrative:
D4: UDI number unknown no information has been provided to date. G5: 510k is blank, device is exempt. B3: month and year have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.